Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. (B)(6) 2009: preoperative and postoperative diagnoses: intrauterine pregnancy at 38 weeks, c-section x3. Concurrent conditions included obesity and postpartum state. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding-menorrhagia"). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain lower back are"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions") with urticaria and rash, menstrual disorder ("abnormal uterine menstrual hemorrhaging"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (going for hysterectomy on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, alopecia and back pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion both fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, intermittent electrical shooting pains through vagina ongoing greater than one year, seem worse during menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: device removal surgery added. Case became serious-incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. (B)(6)2009: preoperative and postoperative diagnoses: intrauterine pregnancy at 38 weeks, c-section x3. Concurrent conditions included obesity and postpartum state. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding-menorrhagia, excessive bleeding"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain lower back are"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On(B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions") with urticaria and rash, menstrual disorder ("abnormal uterine menstrual hemorrhaging"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and nerve injury ("nerve damage"). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (going for hysterectomy on (B)(6)2018). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, alopecia, back pain and nerve injury outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, nausea, nerve injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion both fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, intermittent electrical shooting pains through vagina ongoing greater than one year, seem worse during menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter added. Event nerve damage added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. (B)(6) 2009: preoperative and postoperative diagnoses: intrauterine pregnancy at 38 weeks, c-section x3. Concurrent conditions included obesity and postpartum state. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding-menorrhagia, excessive bleeding"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain lower back are"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic reactions") with urticaria and rash, menstrual disorder ("abnormal uterine menstrual hemorrhaging"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and nerve injury ("nerve damage"). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (going for hysterectomy on (B)(6) 2018). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, alopecia, back pain and nerve injury outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, nausea, nerve injury, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for: bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion both fallopian tubes were blocked successfully. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, intermittent electrical shooting pains through vagina ongoing greater than one year, seem worse during menstruation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.